Event description:
A fallopian tube clip was being applied when it came apart and fell into the pt's abdominal cavity. The event occurred as the physician, seeing the clip was jammed in the applicator, began withdrawing the devices. The loose clip was was not retrieved from the abdomen. Other clips were applied to complete the case. No add'l surgery was done to remove the lost clip.